Manufacturer narrative:
Investigation summary: the customer reported an issue with the cell-dyn 3700 sl analyzer regarding erratic hgb/hct results as well as false rrbc, band, blast, and dflt flagging for patient results. The customer stated that all maintenance was up to date, syringes clean, no bubbles and cd22 control recovering in range on all levels. The customer requested a field service representative (fsr) visit to resolve the multiple issues. The fsr visited in 2007 and observed the doors (front covers) were jammed. In correcting the door issue, the fsr observed the front cover was pressing against the wic/hgb lyse delivery tubing causing restriction and backpressure. The flow panel tubing was adjusted as well as the cover mounting hooks. As the 2.5 ml syringe was worn, it was replaced and the wic transducer assembly was serviced. Gains settings were verified as within specification. The cell-dyn 3700 system operator's manual, (06h89-01, rev f on page 1-7 describes how to remove the door covers. Page 1-9 has an illustration showing the layout of the flow panels and location of the mounting brackets seen when the door covers are removed. Removal of the door covers is required for the maintenance activities that require access to the tubing and flow panels e.g. Shear valve cleaning, peristaltic pump tubing inspection, syringe inspection (section 9: maintenance). The door covers hang from mounting brackets on the flow panel. Replacement of the door covers is done by aligning the mounting hooks on the door with the opening of the mounting bracket and inserting the hooks by feel. The wic/hgb lyse delivery tubing is located behind the left door cover. The introduction for operational messages and data flagging in section three (principles of operation) state that operational messages and data flags are used to alert the operator. Instructions for interpreting all flags and numeric, scatter and histogram data should be incorporated into the laboratory's procedures. It can be seen, in reviewing the data, that although the complaint issue was erratic hgb/ hct values and false flagging for wbc, the other basic parameters (wbc, rbc, plt) were also erratic. Trending: a review of complaint reports, for the period january 2007 through june 2007, did not indicate any adverse trend for cell-dyn 3700 sl, list base 02h31-01 for issues with door covers. Labeling: the event is addressed: cell-dyn 3700 system operator's manual, (06h89-01, rev f) section 1: system description: system components: p. 1-7, 1-9 section 3: principles of operation: introduction for operational messages and data flagging; introduction. P. 3-37 section 9: maintenance: weekly/monthly/as needed. Conclusion: service observed the door covers to the cell-dyn 3700 analyzer were jammed and identified the cause of the issue to be the door covers on the instrument pressing on the wic/hgb lyse delivery system tubing causing a constriction and backpressure in the line. Service resolved the door jam problem by making adjustments to tubing and brackets. Investigation did not determine the cause of the jammed front cover doors. No impact to patient management was reported. This is the final report. End of report.

Event description:
The customer states that the cell-dyn 3700 sl analyzer occasionally generates erratic results for hemoglobin and hematocrit parameters. A patient sample was tested a total of 4 times yielding the following results; 1st run, hgb=8.95 g/dl hct=26.5% and plt=11.9 k/ul with uri flag and mpv suppressed, 2nd run; hgb=16.6 g/dl hct=49.1% plt=7.38 k/ul, 3rd run, hgb=8.45 g/dl hct=24.1% plt=10.8 k/ul, 4th run; hgb=8.02 g/dl hct=23.4% plt=12.0 k/ul with uri flag and mpv suppressed. The customer also states that false rrbc, band, blast and dflt flags were generated. Incorrect results (hgb=16.6 g/dl hct=49.1%) were reported that were questioned by a physician with no impact to patient management reported. Service was dispatched.